Manufacturer narrative:
Corrected data: date of implant; additional information: product long description; product code, common device name; catalog #, lot #, expiration date, unique identifier (UDI) #; PMA/510(k)#; manufacturing date. Catalog numbers and lot codes of other devices listed in this report after the initial submission: triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# wswrb. X3 triathlon cs ins size4 11mm; cat# 5531g411; lot# lfe100. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# a75d. Simplex hv with gentamicin us 1 pack; cat# 6195-1-001; lot# mdt033. An event regarding pain & swelling involving a triathlon femoral component was reported. The event was confirmed. Method & results: product evaluation and results: not performed as product was not returned. It remains implanted medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "patient had uneventful navigated cemented triathalon tka on the right on (B)(6) 2012 and on the left on (B)(6) 2016. The postoperative course reported in the surgeons records documented a relatively standard postoperative course for both knees without complication. Review of serial xrays demonstrate both tka to be in acceptable alignment and apparently well fixed with normal bone/cement/prosthetic interfaces . The patellae in both knees track centrally. Further records were reviewed. She returned in followup in (B)(6) of 2017 with complaints of severe left leg pain which she rated as 9/10. The pain was constant in nature and exacerbated by activities. Examination revealed her recently replaced left knee appeared to be doing well. The pain was felt to be originating in the low back and coursing along the nerves of the lumbar spine. An MRI was ordered to investigate this further. She was seen in the office again several weeks later with ongoing left leg pain. Again knee evaluation by both physical exam and xray showed no problems. Her lumbar MRI however demonstrated left sifed lumbar spinal stenosis.. The patient was prescribed medication for nerve pain and referred for spinal evaluation and treatment. No clinical harm was identified. There is no evidence for defect in the implants or their manufacture. Patients pain appears to be originating in the lumbar spine and unrelated to her knees." Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event of pain in the left knee was confirmed by a clinical review. Review of an MRI demonstrated left sided lumbar spinal stenosis. The patient's pain appears to be origingating in the lumbar spine and unrelated to her knees. No further investigation is possible at this time. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient¿s daughter called, stating that her mother is experiencing pain and swelling from a left knee replacement on or about (B)(6) 2016.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient¿s daughter called, stating that her mother is experiencing pain and swelling from a left knee replacement on or about (B)(6) 2016.